Event description:
Pt reported that they had been hospitalized several weeks ago due to high bg and dka. The pt was not able to provide any other information regarding the hospitalization or treatment.